Event description:
Patient received stent on (B)(6), 2013 and the computerized tomography (CT) exam showed that the stent was in good positioning. On (B)(6) the patient had a CT exam and it showed that the stent appeared broken. Another stent was placed with good results. The patient is okay.

Manufacturer narrative:
We are in the process of performing the investigation. A follow-up report shall be submitted upon completion of the device evaluation.